Event description:
Per independent repair center statement, the unit was arming or red light. The key failure was the pilot valve leaking. Additional malfunctions were a defective o-ring and tywraps on the sieve beds being defective and leaking.